Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that when turning on the cs300 intra-aortic balloon pump (iabp) unit, the screen was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1, g3, g4, g7, h2, h10, h11. Corrected fields: h3, h6 (type of investigation and component codes). Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. To fix the issue, the fse determined that the power connectors needed to be reseated. Thereafter, the fse found that the keypad did not work which was related to the flickering screen issue. The fse resolved the non-functioning keypad issue by replacing the pcb, keypad controller and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. The following investigation was performed by (B)(6), technician of the maquet national repair center (nrc) wayne, nj: cf 14 oct 2022. The national repair center installed the 10.4" display part number into the cs300 test fixture and tested the display to factory specifications per the cs300 service manual part number rev. V. The nrc could not verify the failure of the display blinking, being discolored or being static. The display passed testing. Sending the display to the supplier per procedure number 0002-07-d008 rev.aj. The following investigation was performed by (B)(6), technician of the maquet national repair center (nrc) wayne, nj: cf 18 oct 2022. The national repair center installed the keypad controller pcb, hcm into the cs 300 test fixture and tested the board to factory specifications per the cs300 service manual part number rev. V. The nrc verified the failure of the keypad not working. The keypad failed testing. Sending the keypad to the supplier for failure analysis per procedure number 0002-07-d008 revision ag. The following was input by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 27 march 2024. The supplier is no longer able to test pn 0670-00-1145. This investigation is complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The following was performed by (B)(6), technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 02 apr 2024. The following part is no longer going back to supplier for further investigation. Display the final investigation completed by fat dept. Retaining this part in the fat dept, as per procedure 0002-07-d008 rev aq. For display. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. For keypad controller pcb. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.